Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, however, the root cause was determined due to o2 sensor delpeted (eol). User has not performed two-point calibration of the oxygen sensor. As a resolution, tech support (ts) advised to replace the o2 cell and perform a 2p cell calibration. No further issues reported after the o2 cell calibration.

Event description:
It was reported to vyaire medical that the bellavista1000 us is giving high fio2 alarm while on patient. Furthermore, the customer confirmed that the patient was transferred to an alternative ventilation because of the unit issue, but there was no harm associated with the event.

Manufacturer narrative:
The suspect device has not been returned for evaluation. However, vyaire medical technical support advised customer to perform swap the o2 sensor and send the logs. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.